Manufacturer narrative:
Part on order.

Event description:
No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
It was initially reported that the ibed was not alarming due to a faulty pcb. Follow-up submitted as further investigation determined the faulty pcb was causing the siderail to alarm and did not keep the ibed from alarming. It was also determined the signal coil cord was damaged.

Event description:
It was reported via repair work order that the bed was not alarming due to a faulty pcb. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.